Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d8, d9,g1, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Corrected fields-d4 (UDI). A getinge field service engineer (fse) evaluated the unit and found air leakage and a pneumatic module failure. Air leakage of the detected alarm loop is used to detect the failure of the pneumatic module. The fse replaced the pneumatic module (0997-00-1178). After the repair, the functional parameters of the tested equipment are normal and delivered for clinical use. The equipment is currently operating normally. Parent reference# (B)(4).

Manufacturer narrative:
Add statement due to restriction (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre use testing, the cardiosave intra-aortic balloon pump (iabp) alarm and automatic inflation of the cardiosave during pre-use testing failed. It cannot be used. There was no personal injury reported.